Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a veterinary case, the screw went through the plate. Post-operatively the plate broke at a screw hole and a revision surgery was necessary. The doctor has been using dynamic compression plate with stardrive 2.0mm cortical screws. There was no human patient involvement. This report is for a 2.0mm cortical screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Event date: unknown. This report is for a 2.0mm cortical screw. Implant and explant dates: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.